Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that system got fatal error. The technical support specialist shrink the database and rebulit can resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had fatal error. The customer reported that this malfunction occurred during the dispensing of medication, resulting in a delay. There were no adverse events or injuries reported based on this event.